Event description:
It was reported that a faulty console was returned from the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: (B)(4). The MFR number should have been fei-based with the 10 digit fei being 3003306248. Manufacturer's investigation conclusion: the reported event of a non-working console display was confirmed via analysis of the returned console. The centrimag 2nd generation primary console (serial number (B)(6)) was returned and evaluated at the european distribution center (edc). During the evaluation, the heartmate centrimag 2nd generation primary console was visually observed, and no issues were observed at this time. Additionally, a power on/off inspection was completed, and the system turned on; however, the console display did not turn on and needs to be replaced, confirming the reported event. Replacing the front screen resolved the reported event and the front screen/printed circuit board (pcb) will be returning to product performance engineering (ppe) for further evaluation. During ppe evaluation, the display pcb was placed in a known working test fixture and the unit was powered on. It was observed that the system turned on; however, the console display did not turn, confirming the reported event. The pcb was then forwarded for further analysis to determine the root cause of the reported event. A manufacturing task was initiated to investigate the issue of the faulty condole display. Review of process failure mode effects analysis (pfmea) documents, manufacturing procedures and a device history record (DHR), it was determined that there are controls and instructions in place that the issue would have been detected while performing the final test of the console. The DHR review provided evidence that the product was functioning correctly when it was sent out to the customer. It can be concluded that this issue could potentially be related to a manufacturing problem; however, the root cause could not be determined. A supplier corrective action request (scar): scar 22-017 was initiated to inform the supplier. A risk task was also initiated to address the issue of the faulty condole display. The root cause of the reported event could not be conclusively determined through this analysis; however, it could be related to a manufacturing issue. The device history records were reviewed for the centrimag 2nd generation primary console and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.